Event description:
Revision surgery - the patient was doing great for three months post-op. After an aggressive rehabilitation session, she felt some laxity and began dislocating posteriorly. The patient was unsure of the reason for dislocating.